Manufacturer narrative:
A review of the device history record has been completed.no deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested.no additional information is available at this time. Reason for complaint: device rupture.

Event description:
Allegedly, the right prosthesis/ intracapsular rupture was discovered during surgery.

Manufacturer narrative:
The corresponding test was not performed due to the unit involved was not returned for analysis. Additionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes that may have affected this particular batch. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: rupture: breast implants can rupture when the shell develops a tear or hole. Rupture can occur at any time after implantation, but it is more likely to happen when the implant has been in place for a long time. Rupture of a silicone gel-filled breast implant is most often silent (the patient does not experience any symptoms and there are no physical signs of changes with the implant) rather than symptomatic. Therefore, patients should be advised to have regular mris over their lifetime to screen for silent rupture even if they are not having any apparent problems. The first MRI should be performed at 3 years postoperatively, then regularly at 2-year intervals, and the images submitted to the treating surgeon. Patients should be provided with a list of radiology centers with experience with breast implant MRI to scan for signs of rupture. The importance of these MRI evaluations should be emphasized. If rupture is noted on an MRI, the patient should be strongly encouraged to have her implant removed. As stated in the literature: ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Establishment labs will continue monitoring for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.